Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal circumflex artery with mild tortuosity. When the 2.75 x 18 mm xience pro stent delivery system (sds) was advanced into the rotating hemostatic valve (rhv), but resistance was noted. The sds was removed with resistance. When the sds was removed, the stent had dislodged at the mouth of the rhv. The rhv and the stent were removed and a new xience pro sds was used successfully with the same guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position/remove the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.